Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report #: 1627487-2017-07153, reference MFR. Report #: 1627487-2017-07154, reference MFR. Report #: 1627487-2017-07155. It was reported the patient was experiencing discomfort at the lead anchor sites. The physician decided to implant the anchors deeper and replaced them with new ones on (B)(6) 2017.